Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide is filed under a separate medwatch report number. Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device "did not track"; it did not insert into the patient anatomy. The second proglide device did not deploy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.